Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving prialt (3.30 mg/day; concentration unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2015 the patient reported that the pump started alarming on (B)(6) 2015. She was hearing the alarm every half hour and it sounded like a european siren. The office had not yet returned her phone calls. She was not due for a refill until next month; she had not had any recent mris; and she had no recent exposure to emi. Per the patient, she had "not been feeling like herself" and she "also has nerve damage". She was dropped from the pain management program due to a conflict between the doctor and her husband and this was reported to be the reason for the doctor not returning her calls. The cause of the nerve damage, the reason for the pump alarm, and the resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.